Event description:
Caller reported nano system blood glucose results of 154 mg/dl, 128 mg/dl, 181 mg/dl, and 93 mg/dl within 10 minutes. The customer had used two vials of the same lot- 2 strips from vial 1, now depleted, and 2 strips from vial 2. Not sure which test results were from the first vial and which results were from the second vial. No adverse event was reported. Strips from vial 1 are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).